Event description:
After several failed attempts to defibrillate using external pad electrodes, tried to use paddles. Defibrillator would not charge after paddles connected. Tried second defibrillator with same results. Connected new pads and defibrillator was able to charge.